Event description:
It was reported that the right ventricular (rv) lead had high threshold. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The defibrillation conductor is distorted and the inner tubing is kinked/buckled. The outer tubing overlay has cosmetic environmental stress cracking (esc) and outer insulation has cosmetic depression. The helix/lobe is distorted/bent and there is blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism. There is apparent explant damage.